Manufacturer narrative:
A ge rep evaluated the system and found the event log showed multiple "anode is hot" warning messages during the case. The tech primarily used digital spot shots at high technique that resulted in the tube overheating. The thermal switch eventually tripped shutting down the system. The ge rep also found the tube type setting was set to "unk". The ge rep changed the setting to heat model 2, cleaned and lubricated the high voltage cable connectors, and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the x-ray tube overheated and the system shut down during a case. The customer reported it appeared the tube was not cooling itself during use. No pt injury was reported.